Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the even as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed int eh united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump experienced a blank display, excessive no delivery alarms, low battery alarm, and failed battery test. The customer reported that a battery explosion occurred inside the insulin pump and since then batteries are not lasting as long as they did before the battery explosion. Customer's blood glucose level was reported to be 70 mg/dl. Customer was advised to disconnect and troubleshooting was performed. The product is returning. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.